Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that during testing the touchscreen is not working consistently. Sometimes it takes a few times before the ventilator will accept a change and other times the screen will highlight when touching a different spot. There was no patient involvement at the time of this incident.

Manufacturer narrative:
The carefusion failure analysis lab received the suspect faulty front panel for evaluation however no evaluation was performed as the component was received in a condition making the evaluation impossible. In the event additional information is received a follow-up report will be submitted at that time.